Event description:
Wrong article was in the package. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. In addition the investigation revealed no other complaints concerning this failure. No manufacturing related issues were found. The visual inspection revealed the returned product package was opened and therefore the event could not be verified. This complaint is was determined to be invalid from a manufacturing point. (B)(6).